Manufacturer narrative:
(B)(4). Concomitant medical products: lps art surf gh7-10/blu12 lot#60243767 item#00599605012, patellar component 35 mm dia lot#60263483 item# 00522001800, fluted stemmed tibial component option for cemented use only size 7 item#00599605801 lot#60326166. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The compatibility was reviewed for the reported products with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02199, 0001822565-2017-07980, 0001822565-2017-07981.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and injury. No further information available.